Manufacturer narrative:
The damaged power inlet filter was replaced and the bed was returned to service.

Event description:
It was reported that a nurse noticed the unit's power cord was not plugged all the way into the bed's power inlet module. When she went to push it all the way in, the hot conductor of the power inlet module shorted to the bed frame, causing an alleged arc. The nurse is reported to have received a shock resulting 1st degree burns to her face (which required medicated cream) as she was bent down, redness to the area, and noted cardiac changes in the ER.